Event description:
It is reported by our customer to stryker kiel that both distal looking screw were broken. A revision surgery could not be performed because of the general condition of the pt. The pt died without removing the nail. Due to the general bad condition of the pt, this event is not device related.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. Same pt event as MDR 9610622-2011-00274.